Manufacturer narrative:
Note: the code for "cyclodialysis cleft" was unavailable under the health impact clinical codes (annex e).

Event description:
The patient underwent an uneventful omni procedure and subsequently developed postoperative hypotony. One day following the procedure, the patient experienced loss of vision and required vitreoretinal intervention. The patient's medical history was notable for a prior trabeculectomy performed approximately 20 years earlier. Four months postoperatively, the patient was diagnosed with a cleft that required surgical repair. It is suspected that the postoperative hypotony may have been related to the cleft, which was not identified immediately following surgery.